Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the cause of the reported crack couldn't be determined. The investigation determined the noted leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak. It was reported during preparation of the clip delivery system (cds), when burping the lock lever cap, fluid starting to shoot out of the lock lever. The lock lever had a crack. Therefore, the cds was not used in the patient and the procedure continued with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.